Event description:
Customer reported she experienced low blood glucose and the paramedics were called. Customer stated she had a baby and was breastfeeding at the time and her husband called her home and because she didn't answered he called 911. Blood glucose at the time the paramedics showed up was 40 mg/dl. Customer stated that her sensor was not working properly; she was getting weak signal alerts and the sensor was reading 90 mg/dl. Customer also reported she had been receiving multiple no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-01658 for sensor and 2032227-2015-01657 for serter.